Event description:
It was reported that a malfunction occurred on the pump, identified by the caller with a resettable malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, assisted the caller in doing so, and the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any further issues arise, which they acknowledged and understood.